Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The power supply was replaced for the customer. Although there was no reported injury with this event, if the report of damaged power supply with exposed copper wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Customer reported the charger was damaged. During inspection, the baxter technician found there was exposed copper wires on the ac side of the charger. There was no adverse event reported.